Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt's pump was exchanged. Additional information was received from the vad coordinator indicating that the pump was exchanged due to suspected pump thrombus. The pt had elevated lactate dehydrogenase (ldh) levels and there was a noted increase in pump power. When the pump was explanted and visually inspected, there was a visible clot in the pump per the vad coordinator. The pt had a history of right heart failure prior to surgery. Post-operative in the ICU, the pt's right sided failure worsened post pump exchange. The pt continue to bleed large amounts despite being given factor7. His kidneys began to fail as well. The pt's family decided to do a "terminal wean" a few days later. It was reported that the pt expired and an autopsy was not performed.

Manufacturer narrative:
The user facility report ((B)(4)) was received from the (B)(6) registry. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The report indicated that the pt was found to have acute lvad thrombus rapidly increasing in size which failed to respond to heparin therapy. His echocardiogram showed opening of the aortic valve with every beat. His left ventricle (lv) was very dilated. The pt went to the operating room emergently for a pump exchange.